Event description:
Prior to an ablation procedure, during insertion into the needle guide it was noted that the coating of this needle had partially peeled. Another device was used to successfully complete the procedure and no pt complications resulted from this event. This device has not been received for eval. Therefore, no failure analysis is available and co is unable to determine if the device met specifications. A lot search was performed and revealed no other complaints to date on this lot number. Co believes user technique may have contributed to this event. However co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the skin must be incised prior to insertion of the introducer to prevent damage to the insulation. Damage to the insulation of the introducer may result in serious burns to pt and/or user."